Event description:
The facility reported an automix 3+3 compounder which had reportedly over delivered 150-200 ml of intralipids on the red station. Reportedly, the customer had compounded 3 bags and noticed that the 1000 ml intralipid source container had emptied too soon and calculated that 150-200 ml of intralipids had over delivered during the compounding of those 3 bags. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. Evaluation summary: baxter service center (bsc) received the device and performed visual inspection and functional testing. The customer reported problem was not confirmed or duplicated during evaluation. The root cause was not determined. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release.